Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately erratic readings. The sr medical surveillance specialist was unable to classify the complaint based on the info originally provided. On (B) (6) 2010 at 10:00 pm the pt obtained the blood glucose readings of 127 mg/dl, 593 mg/dl and 127 mg/dl on the reported meter within 20 minutes of each other. The pt took no actions based on these readings. Two hours later the pt experienced the symptoms of lightheadedness and feeling faint. The pt received no treatment or medical attention. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt's symptoms were not indicative of severe hypoglycemia or hyperglycemia, and she received no medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.